Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient called into the clinic after receiving a vibratory alert, the patient was unable to send a manual transmission. The patient was brought into the clinic where their device was found to be in backup vvi mode. On the first attempt to restore the device, radio-frequency telemetry could not be established and the cyber-security button did not come up. Upon a second attempt, the device was updated and restored successfully to the original settings. The patient was stable throughout.